Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device unkwon') in a 30-year-old female patient who had essure (batch no. 626108,624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, depression, recurrent urinary tract infection, gravida ii, parity 2, hyperlipidemia, numbness, fibromyalgia and overweight. Concurrent conditions included chest pain. Concomitant products included ibuprofen since (B)(6) 2008, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), mood swings ("mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 1 year 3 months after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish / emotional anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peripheral swelling ("swollen feet"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("feet pain"), polymenorrhoea ("frequent menstruation"), fatigue ("fatigue") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, dyspareunia, mood swings, peripheral swelling, abdominal pain, back pain, pain in extremity, polymenorrhoea, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, mood swings, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: the mentioned procedure was performed without any complications. The patient tolerated the procedure well and was in a stable condition.no. Of essure coils on the sides right- 4, left-3. Currently planning for essure removal. Discrepancy noted insertion date (B)(6) 2008 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Electrocardiogram ambulatory - on (B)(6) 2009: showing some inversion in the t-waves in the septal lead/enzymes were normal/acute coronary syndrome. Hysterosalpingogram - on (B)(6) 2008: radiopaque essure filaments present in the fallopian tubes bilaterally. Lot number: 624841 manufacturing date: 2007-06 expiration date: 2009-05. Lot number: 626108 manufacturing date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. On 23-apr-2020: plaintiff fact sheet received. Added events autoimmune disorder type of disorder: fibromyalgia, dysmenorrhea (cramping), fatigue. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device unknown') in a (B)(6) year old female patient who had essure (batch no. 626108,624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, depression, recurrent urinary tract infection, gravida ii, parity 2, hyperlipidemia, numbness, fibromyalgia and overweight. Concurrent conditions included chest pain. Concomitant products included ibuprofen since (B)(6) 2008, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), mood swings ("mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 1 year 3 months after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish / emotional anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peripheral swelling ("swollen feet"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("feet pain") and polymenorrhoea ("frequent menstruation"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, dyspareunia, mood swings, peripheral swelling, abdominal pain, back pain, pain in extremity, polymenorrhoea, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, menorrhagia, mood swings, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: the mentioned procedure was performed without any complications. The patient tolerated the procedure well and was in a stable condition. No. Of essure coils on the sides right- 4, left-3. Currently planning for essure removal. Discrepancy noted insertion date (B)(6) 2008 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Electrocardiogram ambulatory on (B)(6) 2009: showing some inversion in the t-waves in the septal lead/enzymes were normal/acute coronary syndrome. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet revived, new reporter, essure start stop date , patient demographic and event migration of essure device location of device unknown and event outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.